Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the video system center exhibited the picture in picture not working. And no signal caused, due to a faulty printed circuit board. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: for the event "picture in picture (pip) function does not work": it is presumed that the issue occurred due to a failure of the printed circuit board, picture in picture does not work. For the event "when moving the end of the video connector, the image cuts off": it is presumed that due to looseness of the lock/latch(lock lever) of the video connector socket, the video connector of the endoscope end is not fixed properly and it makes unstable status, which leads to a poor connection. Thus when moving the video connector of the endoscope side bit by bit, the image cuts off. Olympus will continue to monitor field performance for this device.